Manufacturer narrative:
(B)(6). Date of event is unknown. This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient was implanted with one (1) unknown plate, three (3) unknown screws, three (3) 5.0 mm va locking screws and one (1) 5.0 mm cannulated va locking screw was conducted on (B)(6) 2017. Subsequently on an unknown date, the patient fell and sustained a left femur fracture right above the original implants. This led to revision of previously implanted four (4) intact and three (3) broken synthes screws on (B)(6) 2017. During the revision, six (6) screws were removed and the plate and one (1) broken screw were left in when the surgeon wanted to treat the fracture. The patient was revised to one (1) zimmer nail and unknown number of screws. It is unknown if the three (3) broken screws broke during the fall or due to the delayed union. The revision procedure was successfully completed with the patient in stable condition. The revision procedure was completed without any untoward events and without a delay. Concomitant devices reported: 5.0 mm va locking screw (part # 02.231.285, lot # unknown, quantity # 1), 5.0 mm va locking screw (part # 02.231.275, lot # unknown, quantity # 1), 5.0 mm va locking screw (part # 02.231.240, lot # unknown, quantity # 1), 5.0 mm cannulated va locking screw (part # 02.231.685, lot # unknown, quantity # 1), va distal femur plate (part # unknown, lot # unknown, quantity # unknown).